Manufacturer narrative:
This report is being filed under exemption (B)(4) by the MFR arjohuntleigh (B)(4) on behalf of the importer arjohuntleigh inc (B)(4). Additional info will be provided following the conclusion of the MFR's investigation.

Event description:
A client was injured when lift strap pt lift broke. Pt fell and was taken to hospital. Ref importer report (B)(4).